Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged. An electrocardiogram (ECG) revealed left bundle branch block (lbbb) and complete heart block (chb). No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number unknown. Product type: delivery catheter system. (Dcs); implant date na; explant date na product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the patient had pure aortic insufficiency with no calcium in the aorta. The first valve ((B)(4)) was implanted. After the final release, the valve dislodged and, after a snaring of the valve in a safe position, a second 29 mm valve ((B)(4)) was implanted. The electrocardiogram (ECG) revealed that the patient had lbbb before the procedure¿s start and, after the implant of the second valve. The lbbb naturally returned in stable condition with no additional treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.